Manufacturer narrative:
PMA/510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8016559, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-16. Medical device lot #: 7061118, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-02.

Event description:
It was reported that an unspecified number of ultrasafe x100l png teal nvs stein experienced product damage with the device still considered operable. The product defects were noticed prior to use. The following information was provided by the initial reporter: as per the clinical specialist: the pfs fell apart while picking it up. Syringe detaches from nsd.

Manufacturer narrative:
H.6. Investigation: neither photo nor sample part was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that an unspecified number of ultrasafe x100l png teal nvs stein experienced product damage with the device still considered operable. The product defects were noticed prior to use. The following information was provided by the initial reporter: as per the clinical specialist: the pfs fell apart while picking it up. Syringe detaches from nsd.